Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a procedure with an anesthetized patient, the system had no wireless footswitch functionality. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation identified a charging station failure resulting in an empty battery at the wireless footswitch. A low battery is indicated at the system by light indicators and properly described in the operator instructions. The charging station for the wireless footswitch has been exchanged and the manufacturer is not considering further actions resulting from this event.